Manufacturer narrative:
H3: analysis results were not available as of the date of this report as the devices the customer discarded the devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that it was unknown if there were any causes or contributing factors for the event identified. Prior to coil non-detachment there were no issues encountered.

Event description:
Medtronic received a report that the axium coil failed to detach. The patient was undergoing surgery for treatment of an arteriovenous malformation or arteriovenous fistula. The lesion grade was iib. The lesion was not located in the functional area of the brain (eloquent area). It was noted the patient's blood flow was ordinary and vessel tortuosity was moderate. It was reported that the patient underwent a cavernous sinus dural arteriovenous fistula transvenous embolization (cs d-avf tve). The physician approached the cavernous sinus (cs) via inferior petrosal sinus (ips) and went into sinus packing. Successful packing was achieved with 15 coils, and backflow was almost eliminated; however, the subject product was selected as the final coil. The placement was completed and tried to detach, but could not. The delivery wire was broken, but it could not be detached, so it was collected slowly. It was finished when the product was recovered successfully. There was poor dislodgement. The physician attempted to detach the coil using the instant detacher several times. The physician did not attempt to withdraw using another instant detacher. There was 1 attempt of manual dislodgement through the hypotube. There was no health damage to the patient. The product was used in an infected patient. The device was prepared as indicated in the package insert. Ancillary devices include a fubuki 5f guide catheter, a sl-10 microcatheter, and a syncro guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.